Event description:
On 03/30/2022, it was reported by a sales representative via sems that a ar-6485 pump will not turn on when plugged in. This occurred on (B)(6) 2022 during an unknown case, the case was completed using another pump. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation.